Event description:
Customer reported updating settings and experienced a low blood glucose level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. To address the low blood glucose level, customer consumed carbohydrates and did not require third-party assistance. Technical support helped the customer update the target blood glucose setting and advised them to consult their healthcare provider when updating settings. Further, the customer was assisted in locating the website for pump upload, and no further assistance was needed.